Event description:
Pt returned to outpatient clinic after discharge on 3/2. The actual sample is available for evaluation. The line had been used four times without incident, prior to this event of the fifth use. A response letter has been sent to the facility.